Manufacturer narrative:
During laboratory analysis, the pst observed the error message upon booting up the ccm. The ccm was rebooted five times with the same result. The hard drive of the ccm was found to be defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' error message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Additional laboratory analysis was done by the product surveillance technician (pst) and he observed that the hard drive was disconnected from the enhanced integrated drive electronics (eide) printed circuit board (pcb). He reconnected the hard drive to the eide pcb and tested it for one hour with no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.